Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with an implantable cardioverter defibrillator (ICD) experienced premature ventricular contractions and sudden episodes of ventricular tachycardia (vt), and upon receiving anti-tachycardia pacing (atp) and shocks, accelerated into the ventricular fibrillation (vf) zone from atp and had an arrythmia induced on the atrial channel from the max shocks. Technical services (ts) was consulted, stating that the device was functioning as programmed and that shock lead impedance measurements are within range. The device was reprogrammed to lower the vt zone to 175 beats per minute with a duration of 6 seconds, and it was recommended to remove atp. Ts reported that the patient was impacted by dizziness. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of therapy induced arrhythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with an implantable cardioverter defibrillator (ICD) experienced premature ventricular contractions and sudden episodes of ventricular tachycardia (vt), and upon receiving anti-tachycardia pacing (atp) and shocks, accelerated into the ventricular fibrillation (vf) zone from atp and had an arrythmia induced on the atrial channel from the max shocks. Technical services (ts) was consulted, stating that the device was functioning as programmed and that shock lead impedance measurements are within range. The device was reprogrammed to lower the vt zone to 175 beats per minute with a duration of 6 seconds, and it was recommended to remove atp. Ts reported that the patient was impacted by dizziness. No additional adverse patient effects were reported. This ICD remains in service.